Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Additional information obtained : subject device was inspected before use, the aiming beam is normal, and the fiber tip is intact. No delay in the procedure, patient is under general anesthesia for ureteroscopic lithotripsy (ursl)-therapeutic. The procedure is completed with the same size soltive 365um fiber with different lot number. No medical intervention required. Patient current status noted to be stable. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported in the middle of a therapeutic ureteroscopic lithotripsy (ursl) procedure, the device after ten (10) minutes of laser time the distal blue sheath of the fiber was broken and seen under the endoscopic image on the monitor. The error message "damaged fiber" appeared on the monitor of the console (laser unit system). The device was replaced and the intended procedure was completed using a similar device. Per the report, the patient was stable throughout the whole procedure.there was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Updated fields: d4, e2, h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported issue could not be established. However, it is possible mishandling of the device contributed to the broken fiber. Olympus will continue to monitor field performance for this device.